Manufacturer narrative:
(B)(4). The service engineer inspected the device and found a burn trace on the bd power distribution printed circuit board (pcb). The repair of the device has not been completed.

Event description:
It was reported that, when powered on, a 980 ventilator generated an audible alarm and smoke began to come out of the breath delivery (bd) power distribution printed circuit board (pcb). The ventilator was not in use on a patient at the time of the reported event.